Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the basket would not return completely into the sheath. Reportedly, the basket would return into the sheath, but approximately 2 centimeters from the tip could not return back in. It is not known what may have been inhibiting the device to close properly and no visible device damage was noted. The device was removed from the scope without resistance, and the procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).